Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, undersensing was observed on the device. No intervention has been performed, and the device is currently being monitored. The patient was stable with no adverse consequences.